Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-22, additional information was received. It reported on (B)(6) 2019, a concentration change was made during dose adjustment where dose was increased to 604 mcg/day, concentration from 500 mcg to 2 ,000 mcg/ml. Reportedly with dose increase, patient developed hallucinations, continued to have abdominal spasm and pain so they were subsequently hospitalized. On (B)(6) 2019, the patient had a dose decrease to 513 mcg/day and the following day, decreased to 436 mcg/day. Despite these dose decreases, the patient still had abdominal symptoms and sought medical attention at a hospital from (B)(6) 2019 to (B)(6) 2019 where no further dose adjustment was made to the itb therapy. The patient was restarted on gabapentin and treated for a complicated urinary tract infection. The reporter then stated, "it is my opinion that she did not have an adverse reaction to intrathecal lioresal and that her complicated medical symptoms may have been related to her urinary tract infection and improved with antibiotic therapy. At this time, she is scheduled for pump refill in early february in our offices and remains on simple continuous dosing of 436 mcg/day". This event is no longer a reportable event. No additional supplemental mdrs are required.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000 mcg/ml at 436.0 mcg/day. The other medications the patient was taking at the time of the event was gabapentin. The patient¿s medical history included lupus and transverse myelitis. The indications for use were intractable spasticity. On (B)(6) 2019 the healthcare provider reported that the patient was having an overdose and needed to have the pump turned off urgently. Per the reporter, the patient was in the hospital and the patient had been experiencing overdose for one week. The patient was having worsening spasticity, bizarre behavior and upper extremity movements. The use of a magnet was reviewed to stop the pump and the reporter was redirected to the national answering service. Additional information was received from a healthcare provider via a company representative the same day and it was reported that the patient experienced pain in the back/spine area, shortness of breath, hallucinations and some muscle discomfort. The environmental, external or patient factors that may have led or contributed to the issue was the patient stated that they experienced back pain during a refill that was also a dose and concentration changed. It was unknown if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the managing physician decreased the dose by 15% on (B)(6) 2019 and decreased the dose by 15% again on (B)(6) 2019. The hospital stopped the patients gabapentin. She was off of it for 3-4 days but was now back on it. It was noted that the patient¿s baclofen dose and concentration was being increased. During the refill and reprogramming the patient stated that she felt back pain. 3 days later she went to the hospital because she had some sob, back pain and muscle discomfort. Upon being admitted to the hospital she was taken off of her gabapentin. She subsequently started having some hallucinations. The managing physician decided to decrease her baclofen dose by 15% on (B)(6) 2019 and then another 15% on (B)(6) 2019. Now the physicians want to see what is causing her issues now that the baclofen is lowered and she is back on her gabapentin. It was unknown if the issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur and was not planned. The patient¿s status was noted as alive, no injury and no further complications were reported or anticipated.